Event description:
The customer reported diluent leak of approximately 20 ml from the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument and the customer noticed instrument-generated 'diluent out' error messages prior to discovering the leak. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and reported that the customer had replaced the diluent cube to resolve the 'diluent out' errors. The fse ordered a new diluent pickup tube as the fse determined that the tube was not reaching the bottom of the diluent cube when the diluent is low. The fse also discovered diluent leak from a disconnected tubing at pinch valve pv43. The fse replaced the tubing to resolve the leak, cleaned up the diluent leak, and aligned the laser to complete the repair. Failure mode of the 'diluent out' error messages is attributed to diluent (isoton) reagent pickup assembly and failure mode of the leak is attributed to tubing at pinch valve pv43. Results: diluent reagent pickup assembly. Beckman coulter internal identifier for this report is (B)(4).